Event description:
Reporter alleged the blood glucose monitoring device did not have any power to it and while changing the batteries noticed the date was scratched off the test strip vial. Reporter stated the information that came off the vial did not appear to come off as a result of usage; however, seemed to have come to them that way. Reporter indicated treatment did not apply in this particular alleged event. A request was made for the return of the suspect device and replacement product was sent.